Event description:
A customer reported a past high blood glucose event with an unknown cause, occurring earlier in the day before they contacted support. The exact highest blood glucose level was not specified, only displayed as "high". The customer attempted to correct it with a bolus via the pump, and although automatic corrections were being delivered, they experienced frequent high blood glucose levels. The customer was advised to contact clinical support for further assistance and consult with their healthcare provider about pump settings. Follow-up efforts by the support team to reach the customer for further assistance have not yet been successful.